Event description:
The customer reports that during surgery, phacoemulsification suddenly stopped. An error message was displayed. The system primed and tuned with no problems. A posterior capsule tear occurred. The surgeon switched handpieces and completed the case. The customer stated the posterior capsule tear occurred because of a very hard lens and does not fault the phacoemulsification interruption. The iol was placed in the sulcus. The surgeon stated some parts of the cortex remain in the eye but the central axis is clear. The wound was sutured with 2 stitches. The pt presented with corneal edema and decreased visual acuity. The pt was hospitalized for 48 hours. Multiple attempts were made for pt status with no further info provided.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem. The handpiece was tested and was functional. The system was tested and met all product specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.